Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be completed.

Event description:
During an im nail procedure (femur), the insertion handle and the 135 degrees aiming arm did not line up with the nail. Surgeon went to insert the locking bolt and could not. The nail was left implanted without the locking bolt. Surgeon completed the procedure. This is one of two reports for this event.